Event description:
A customer reported experiencing suction issues during cortex removal. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information: the system was examined and the reported event was not replicated. The parameters were reviewed and adjusted with the customer. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on june 17, 2005. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to incorrect parameters during surgery. (B)(4).